Event description:
Per communication from (B)(6), respiratory therapist, this patient was discharged from the hospital today. After multiple attempts to place a tunneled PICC, pur ir team opted for a broviac due to repeated line infections, dr. (B)(6) is requesting additional training and assistance for this patient with respect to line care. The patient is aware that this is the last line that the "ilumc ir" team is willing to place and that her being listed for transplant is contingent of her remaining on parental therapy. She has been educated by dr. Moretta about this heavily and on multiple occasions." IV remodulin pt. Patient actively taking remodulin/opsumit/tadalafil. Unknown date of hospitalization. Or length of stay. Reported to (B)(6) by health professional.